Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
On (B)(6) 2025, during PICC line maintenance for a patient at the oncology department, a broken catheter was discovered. The catheter had been in place for one week. The technician immediately applied a tourniquet to the upper arm and notified the interventional radiologist. The physician performed an interventional retrieval procedure to extract the fractured segment. No further details available or provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter break was confirmed but the root cause could not be determined. The product returned for evaluation was one 4fr sl groshong catheter. A gross visual inspection of the returned catheter found that two complete fractures had occurred on the catheter tubing, one at the 40 cm depth marker and another between the 28 cm and 29 cm depth markers. Microscopic inspection of the fracture sites found that portions of both sites had striations on the fracture surface and angular edges, both features associated with sharp instrument damage. Additionally, both fracture sites also had portions of the site which had a granular pattern on the fracture surface and rounded fracture edges, both features associated with tensile stress. A review of the reported event suggested that some of the observed damage may have been caused by the interventional retrieval procedure performed by the user; however, it could not be determined which of the features were created by this procedure. Based on the available material for review, it is likely that a combination of sharp instrument damage and tensile stress contributed to the reported event; however, insufficient evidence was identified to determine when or how the damage occurred. Therefore, the root cause remains unknown. This complaint will be recorded for future trending and monitoring purposes.